Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in device data on (B)(6) 2010 03:00:02 device eri <=2.62 v. 1 - patient alert for low bv on (B)(6) 2010 03:00:02. Daily battery voltage trend data shows batt(v)=2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in device data on (B)(6) 2010 03:00:02 device eri <=2.62 v. 1 - patient alert for low bv on (B)(6) 2010 03:00:02. Daily battery voltage trend data shows batt(v)=2.64 to 2.62 volts between (B)(6) 2011. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the battery of the device was at elective replacement indicator (eri) after 3 years of implantation. It was also reported that there was an observation of "one or more days of the cardiac compass data are invalid." The device was explanted and replaced. No patient complications have been reported as a result of this event.